Event description:
Complainant alleged that during training by facility staff, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, defib cycling, impedance testing and enviornmental chamber testing without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable and other accessories were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.